Event description:
This device was implanted on (B)(6) 2015 and was explanted on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that this device was programmed to asynchronous pacing. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).